Event description:
It was reported that the customer's insulin pump did not deliver insulin, however there was an absence of a no delivery alarm. Customer stated he had similar incident a year ago and had blood glucose of 400's mg/dl and insulin pump did not deliver insulin. The customer stated that he also had a bent cannula. Customer's blood glucose level was 350 mg/dl. Customer declined troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.